Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired five days after the system was explanted. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.